Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were getting a power error detected alarm. The customer had woken up in the middle of the night and the insulin pump had a blank display. They changed the battery and received the alarm. The customer¿s blood glucose level was unknown. They were given a series of steps to perform after the call to resolve the issue. The device will not be returned for analysis.